Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a half day infusor leaked. During an unknown process step, the device leaked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured from october 14, 2016 to october 17, 2016. The device was received for evaluation. Visual inspection was performed and showed no evidence of leak in or on the device; however, excess white drug precipitate was observed in the solution of the reservoir. Excess precipitation is not a device related issue; therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.